Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button 1 of a 6f¿7f mynx control vascular closure device (vcd) could not be pressed when the tension indicator became a straight line. Manual compression was performed, and hemostasis was achieved. There was no reported patient injury. The event occurred after completion of an endovascular therapy (evt) procedure when an attempt was made to achieve hemostasis using the device. The procedure was performed using an antegrade approach. The deployer had attended three cases and was registered in the internal system. A non-cordis 6f sheath introducer was used. The femoral artery suitability, including insertion angle, was verified by angiography, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Hemostasis was achieved with manual compression for approximately 20 minutes. The device was stored and prepared according to the instructions for use. No damage to the button was noted. The button could not be depressed at all. The device storage temperature exceeded 25 °c. The device will be returned for evaluation.